Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of the dressing while securing the catheter before connecting to the dialysis, an episode of damage to the blue (venous) luer lock adapter (tip) was noticed. It was said that there was a leak and a crack noted on the blue (venous) luer adapter. Octanisept was the cleaning agent used on the device and typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No instrument was used to loosen or tighten the device but hands were used instead (there was a special procedure in the hospital - no instrument to be used). No other products were being utilized with the device. There was no blood loss and no blood transfusion was required. The patient had no medical intervention/treatment due to the event. It was said that in order to resolve the issue, since it was not possible to physically change and repair only the venous luer adapter, all the catheter's extension (tube and luer adapter) were changed/repaired by the doctor out of service with other manufacturer's product (using some products available in the hospital - product name and number not available). The catheter was still implanted in patient and the dialysis treatment was completed. There was no reported patient injury.